Event description:
The follow-up report is to update the agency with the results and conclusions of co's evaluation.

Manufacturer narrative:
The n200 was tested extensively for alarm functions. All alarm functions were found to be operating to npb's specifications. Prior to testing, the unit's trend memory was downloaded and examined. The trend memory shows that during the alleged event, the unit's alarms were functioning. Furthermore, the unit's trend memory shows that readings were being obtained by the monitor up until the monitor was turned off at approximately 4:00 a.m. Pst. Npb considers this matter to be closed.